Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were two episodes of noise which resulted the device in charging. It was suspected this was a result of air entrapment and the issue appeared to have resolved. No changes to the system were made or recommended. No adverse patient effects were reported.